Manufacturer narrative:
Epimed previously believed that the catheters in question were becoming damaged (skiving) as a result of the improper handling techniques used by the physicians in combination with a failure to follow epimed's IFU. However, through the most recent complaint investigation, epimed has determined that the corresponding 15g rk needle may be responsible for the skiving issues which occurred during this complaint and also the previous complaints ((B)(4)) from this account. To date, this issue has been isolated to this one individual account. Regardless, epimed has opened an internal corrective action to further investigate the root cause of this issue. In addition, epimed has notified their FDA district recall coordinator and have initiated a recall on: product name: 15g r.k. Epidural needle, catalog #/ ref #: 100-1415, affected lot numbers: 12157181, 12157325, and 12157445.

Event description:
On (B)(6) 2016, (B)(4), epimed sales consultant, reported that the surgery center of (B)(6) had additional skiving problems with the replacement brevi-stf catheters and rk needles. The catheters skived while using them with the 100% inspected rk needles which were sent as replacements during complaint investigation (B)(4). This is the third complaint from this account involving similar circumstances. The first complaint number (B)(4) was investigated in march and has since been closed.